Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-160mg/dl fasting. Verified the strips expire 10/21/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 65mg/dl and 69mg/dl fasting. Reviewed meter memory 78mg/dl, (B)(6) 2016 04:33:00 pm, fasting:yes. 65mg/dl, (B)(6) 2016 02:59:00 pm, fasting:yes. 58mg/dl, (B)(6) 2016 11:00:00 am, fasting:yes. 150mg/dl, (B)(6) 2016 04:04:00 pm, fasting:yes. 138mg/dl, (B)(6) 2016 12:44:00 pm, fasting:yes. Memory concerns:78,65,58mg/dl.